Event description:
The dealer alleges while the resident was being transferred, the two top blue loops broke at the same time on the sling, causing the resident to fall backwards and hit her head, resulting in 18 stitches/staples.

Manufacturer narrative:
Consumer reportedly was being transferred and the sling loop broke from the hook. No label was visible on the sling and slings maintenance history is unknown. The complaint, as received, indicates that the loop of the sling tore and became detached from the spreader bar hook during transfer of the patient. User guides are clear in instructing as to the proper inspection and safe use of the slings. Photos were received and visible fraying was observed. Current user guide covers this area.